Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. When energy selected at 75 joules, the device's defib output was 59 joules. Complainant indicated that there was no pt involvement in the reported malfunction.